Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel and it was determined that there were two stored episodes where following anti-tachycardia pacing (atp) there appeared to possibly be false termination of the ventricular tachycardia (vt) episode by the implantable cardioverter defibrillator (ICD) due to the rate falling below detection zone. The ICD remains in use. No patient complications have been reported as a result of this event.